Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient also experience bilateral capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 325cc and experienced bilateral generalized illness post-operational. Symptoms included burning, itching, lumps, stabbing pain, hardness, ongoing sinus infections, head swims, chronic fatigue, heartburn and belching, hair and fingernails not growing, metallic taste in mouth, brain fog, memory loss, dizziness, vertigo, swollen eyes, choking issues, bloating, hip replacement because of the pain and left side of her jaw came out of joint in 2018. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.